Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed by technical support to inspect the cartridge o-ring, clean the pneumatic tap area, and attempt loading a new cartridge, but the error persisted. Consequently, the pump was to be replaced under warranty. The customer was to use multiple daily injections (mdi) as a backup therapy and had instructions to put the pump into storage mode and return it with a prepaid label.